Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's clinic visit low flows were noted in the pt's history; however, the pt stated that he didn't hear any alarm. While in the clinic, the pt experienced low flow and ther was no alarm. The system controller was exchanged. The pt remains ongoing.